Manufacturer narrative:
We were made aware, that our electronic submissions failed and not received by FDA. Car_s-us_2024_008 is opened to address this issue and this report was electronically resubmitted on (03/05/2023).

Event description:
In this event, patient in france with a history of otitis developed otitis three times in her left ear after wearing motion sp 2 px hearing aids with earmolds. The ent did not think the otitis originated from the devices, but the infection appears to feed on the occlusion of the ear canals by the earmolds. Earmolds initially made of acrylic and remade with silicone. The same type of hearing aids and earmolds are distributed in the u.s. As proof of design the materials are tested for biocompatiblity according to iso 10993-1. The device was not returned; it is speculated that the on-going infection which was previously had by the user was additionally contributed when using the earmolds which closed the ear canals. This allowed for the build-up of bacterium against the users skin. The fact that the otitis occurs with different items (earmolds made of silicone and acrylic resin) also leads to the conclusion that the otitis is not related to the used material.